Event description:
The bed was found to be leaking some type of fluid. Environmental services was paged, floor was cleaned and bed was replaced. Environmental services arranged for bed removal and replacement. Floor was extremely slippery where leak occurred.